Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part: #03.632.037 -synthes lot #6707906. Release to warehouse date: 11nov2011. Expiration date: na. Supplier: (B)(4). No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a transforaminal lumbar interbody fusion (tlif) procedure at the l5-s1 levels on (B)(6) 2016. During the procedure, while attempting to load a 7.0mm titanium matrix screw at s1 (left), the scrub tech had difficulty threading the screw into the matrix long holding sleeve. Upon inspection, it was noted that the threads of the device appeared knicked. A backup holding sleeve was used for the remainder of the procedure. Later, while implanting another 7.0mm titanium matrix screw at l5 (right), the surgeon had difficulty detaching the holding sleeve from the screw. In order to remove the sleeve, the surgeon had to manipulate and rotate the device on the screw. After removing the sleeve, the surgeon noticed that the top thread inside the screw had lifted off and started to unravel. The malformed screw was removed and replaced with a brand new identical screw of the same size. Finally, at the end of the procedure and after completing the tlif, the surgeon began to attach the polyaxial heads. While attempting to release the pop on head of the head pop-on tool, the tip of the head pop-on tool broke off and fell into the patient. The fragment was retrieved successfully and the surgeon verified that the polyaxial head was placed correctly. A back-up head pop-on tool was used to complete the case. No delay in surgery was reported and the procedure was successfully completed. Concomitant devices reported: 7.0mm titanium matrix screw (part #: 04.639.745, lot #: unknown, qty: 1), titanium matrix top loading polyaxial head (part #: 04.632.001, lot #: unknown, qty: 1). This is report 3 of 3 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: part 4: polyaxial head placement tool for matrix (03.632.037). The returned instrument was examined and the complaint condition was able to be confirmed as the blocker was received broken from the outer shaft. Further examination showed evidence of laser welding both the blocker and the distal portion of the outer shaft. No definitive root cause was able to be determined. The blocker is only laser welded to half of the outer shaft body, making it vulnerable to breakage in the area of the laser weld; as such the failure mode is consistent with rough handling. Relevant drawings for the returned instrument were reviewed, the design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.